Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported intermittent out of range signal. The root cause was determined to be moisture damage. A transmitter (sn (B)(4), mfg date: 8/16/2013) was also returned for evaluation and there was no issue detected. (B)(4).